Event description:
It was reported that 5 months after acl reconstruction, the bio-transfix implant broke. Original procedure was (B)(6) 2010. The second procedure was on (B)(6) 2011.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record cannot be performed. The most likely causes are that the implant may have cracked or broken when it was initially inserted and went unnoticed by the surgeon and/or patient post-op non-compliance. Constant and/or dynamic load placed on the implant after time in vivo can cause plastic deformation and breakage. Product directions for use ((B)(4)) states post-operatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. Pre-operative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.